Event description:
It was reported by service report that the fowler was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nut in lift motor assembly failed.